Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician used a turbohawk device during procedure. It is reported that the physician made a couple of passes and experienced resistance when pulling the device back. The device was completely taken out, and the nosecone was separated from the catheter shaft. Another device was used to complete the case. Evaluation summary: the turbohawk device was received with the cutter driver (unattached) but without any other ancillary devices or cine images from the procedure. The distal tip assembly was separated from the adaptor collar at the hinge assembly. Both hinge pins were present but one was significantly folded in a proximal direction. The proximal collar of the housing exhibited a flaring. One of the hinge cavities of the shaft adaptor exhibited material deformation. The tip assembly was attached to the turbohawk device by the driveshaft assembly.